Manufacturer narrative:
It was reported that during a multi-level spinal fusion, the physician used forceps to successfully remove frayed threads of the gauze sponge from the patient's surgical site. Per report, prior to use on the patient, the surgical technician opened the full length of the gauze sponge and fraying on the ends of the gauze sponge was noted. The procedure was reportedly delayed for an unidentified amount of time which required the patient to receive more anesthesia medication. General anesthesia was used and there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. There was no serious injury reported related to this event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was returned for evaluation and the reported issue of fraying gauze sponge was not confirmed. A root cause could not be identified at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that during a multi-level spinal fusion, the physician used forceps to remove frayed threads of the gauze sponge from the patient's surgical site.